Event description:
It was reported that cartridge leaked insulin from shroud area during use, and customer experienced high blood glucose (bg) with reported value of 554 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer reverted to an alternative method of insulin therapy.